Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the no image and static was due to cracked video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use of unspecified procedure the camera head had no longer received an image and got static. The procedure was completed using the similar device. There were no reports of patient harm.